Event description:
Customer reported having a blood glucose level of 522 mg/dl, bolusing, going down to 200 mg/dl, but then rising to a blood glucose level of over 600 mg/dl later that day. Customer was diagnosed as having had a heart attack and was hospitalized. Blood glucose level was over 600 mg/dl at the time of admission. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.